Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable was damaged and no longer could charge the pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, cable was changed to resolve the issue.